Manufacturer narrative:
The event could not be confirmed nor the root cause of the reported event determined due to the minimal information received. The device history review indicated all devices were manufactured and accepted into final stock with no relevant discrepancies. The complaint history review indicated there have been no other similar events for the reported lot.

Event description:
The surgeon was performing a complex revision of a smith nephew right total hip done approximately 20 years ago due to significant osteolysis of both the acetabular component as well as femoral component. After implanting the restoration modular component per the surgical technique he decided to change the body's anteversion. The locking bolt was removed the body disengaged using the restoration modular tool. The anteversion was changed, the body re-impacted. He then was using the torque wrench for the final step of stem/body locking bolt. As he torqued the bolt he heard an audible pop in which it was noted the bolt had broke. The broken bolt was removed. The final head was impacted and the surgical site was close..

Manufacturer narrative:
It was noted that the sales rep called the stryker hotline to confirm the testing and the efficacy of leaving the impacted body on the stem without a bolt and was told that it was ok to do if the surgeon was comfortable with it and that the implant had been tested successfully with taper only impaction. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.

Event description:
The surgeon was performing a complex revision of a smith nephew right total hip done approximately 20 years ago due to significant osteolysis of both the acetabular component as well as femoral component. After implanting the restoration modular component per the surgical technique he decided to change the body's anteversion. The locking bolt was removed the body disengaged using the restoration modular tool. The anteversion was changed, the body re-impacted. He then was using the torque wrench for the final step of stem/body locking bolt. As he torqued the bolt he heard an audible pop in which it was noted the bolt had broke. The broken bolt was removed. The final head was impacted and the surgical site was close.